Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 patient underwent anterior lumbar interbody fusion, l4-5 and l5-s1, and implantation of anterior cages with bone morphogenic protein, l4-5 and l5-s1. Preoperative diagnosis: degenerative disks l4-5 and l5-s1. Per the op-notes, the surgeon placed a holding plug on one side and reamed on the opposite side. The surgeon reamed to a depth of 29 mm anticipating placing a 23 mm cage length. And then selected the 14 x 23 mm cage, placed it after carefully evacuating the disk space of all debris and blood with long pituitaries and suction. It was then countersunk to 6 mm below neutral. The holding plug was removed on the opposite side, a same-size cage placed there and again placed to 6 mm. Then the working housing was removed and observed and ap and lateral fluoroscopic views were documented. There was excellent purchase in placing the two cages and they were just subtly countersunk below the midline anterior cortex. The same procedure was performed at l5-s1 in the same manner. When distracting plugs were used initially, the surgeon reached 12 mm, which had excellent purchase and distraction. This necessitated use of a 16 mm system. The same sequence of procedures, removing all the disk material, observing the distraction, observing the depth of reaming, and placing 16 x 23 mm cages, bilaterally were used. These, too, were countersunk to a depth of 6 mm. Working housing was removed. Fluoroscopic views obtained. They had excellent depth placement and purchase. Both the disk spaces were irrigated . The surgeon used rhbmp-2 and crushed cancellous bone chips dust in this. The material was placed on its collagen splint and the sponge in the cages. Patient also underwent anterior diskectomy with insertion of cages. No patient complications were reported. On an unknown date post-op patient sustained unspecified injuries due to use of rhbmp-2.